Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. Device was put into patient, dilator removed, physician drew back with manifold and pulled back air. He took the manifold off, pulled back with a syringe only, air was seen coming back from the sheath into the syringe. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.